Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed "cassette not properly loaded." The alarmed continued every few hours. Patient not harmed or affected. No additional available.